Manufacturer narrative:
Product ID 3778-4, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had no stimulation sensation. It was noted, the patient had a ¿confrontation¿ at work on 2013 (B)(6) and since then they have not felt stimulation the same. It was further noted, the symptoms were at the lead location and the leads were located in the patient¿s occipital area. Additional information was requested, but was not available as of the date of this report.